Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-testing, and an alarm log review were performed. During power on self-testing and the alarm log review, the f-38 alarm was found. During visual inspection, the force sensing resistors (fsrs) were found to be damaged. The cause of the alarm was determined to be the damaged fsrs. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had presented an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.